Event description:
A nurse reported during a procedure, the surgeon noted, the knife would not cut through the pt's conjunctiva. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. The root cause is unk at this time. (B)(4).